Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the back of the pump, the pump was flashing the medtronic logo, the pump was exposed to moisture, also the pump was beeping. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit received with critical pump error (open book image). Unit was successfully downloaded using pump software. Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to critical pump error (open book image). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complaint. During download review using pump detailed trace it recorded pump error 63 and pump error 4. Pump error 63 (variable = 12, file number = 522 and line number = 546) was triggered once on (B)(6) 2024 at 23:00:00 hour. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue with the arm watchdog failure. Pump error 4 (file number = 32122 and line number = 2690) occurred twice on (B)(6) 2024 at 13:19:53 hour and 15:02:20 hour. Pump error 4 occurred on (B)(6) 2024 at 23:00:56 was the consequences of pump error 63 and was expected. Pump was cut open to perform visual inspection and found moisture damage on the electronic assemblies and force sensor flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window/cover, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, battery tube threads - cracked, cracked case-corner of belt clip rails and broken belt clip rails. In conclusion, customer concern for cosmetic damage was confirmed at the battery complement when broken belt clip rails, cracked battery tube threads and cracked case corner of belt clip rails were noted. Flashing medtronic logo was not confirmed. Unable to confirm keypad/button unresponsive/button error. Critical pump error (open book image) alarm was confirmed due to moisture damage on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.